Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ chronic pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), headache ("severe headaches"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("ovarian cysts") and pelvic discomfort ("discomfort"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, abnormal weight gain, depression, headache, alopecia, menorrhagia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, headache, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-dec-2018: summons was received. New lawyer were added. Event- pelvic pain marked as intervention required. Essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section, adnexal mass and body mass index normal. Essure confirmation test(s) conducted-yes (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions included peritubal adhesions, vomiting, nausea and pelvic mass. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("severe headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginal infx"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced thermohyperaesthesia ("dental problems: sensitive to cold"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition :-cysts/ ovarian cysts"), pelvic discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and pain ("side of the body pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine, abdominal pain lower, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, visual impairment, eye disorder, fatigue, vulvovaginal pain, thermohyperaesthesia, eczema, vulvovaginal mycotic infection, eye pain and pain outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved and the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic discomfort, pelvic pain, rash, thermohyperaesthesia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procedure. Discrepancy noted in date of insertion- (B)(6) 2012. Patient received treatment for events ¿ apareunia. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: coils were properly placed. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 10-jul-2020: plaintiff fact sheet and medical records received. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section, adnexal mass and body mass index normal. Essure confirmation test(s) conducted-yes (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions included peritubal adhesions, vomiting, nausea and pelvic mass. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("severe headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginal infx"). In june 2012, the patient experienced alopecia ("excessive hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced thermohyperaesthesia ("dental problems: sensitive to cold"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("reproductive system disorder or condtion type of disorder or condition :-cysts/ ovarian cysts"), pelvic discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and pain ("side of the body pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine, abdominal pain lower, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, visual impairment, eye disorder, fatigue, vulvovaginal pain, thermohyperaesthesia, eczema, vulvovaginal mycotic infection, eye pain and pain outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved and the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic discomfort, pelvic pain, rash, thermohyperaesthesia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Discrepancy noted in date of insertion- (B)(6) 2012 patient received treatment for events ¿ apareunia discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: coils were properly placed. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc (product technical complaint) fu 13, 14, 15, 16 was processed together. On 24-jul-2020: pif received. No new significant information were added. Fu 13, 14, 15, 16 was processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section and adnexal mass. Essure confirmation test(s) conducted-yes (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions included adhesion, vomiting, nausea and pelvic mass. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("severe headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("recurrent utis"), migraine ("migraines"), bacterial vulvovaginitis ("bacterial vaginal infx"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("ovarian cysts"), pelvic discomfort ("discomfort") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and hydrothermal ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved, the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved and the migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received- new events abnormal bleeding (vaginal), recurrent utis, bacterial vaginal infx, migraines, dysmenorrhea (cramping), vaginal discharge, lower abdominal pain were added. Outcome of pelvic pain, headache updated to recovered / resolved. New reporter, patient information, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section and adnexal mass. Essure confirmation test(s) conducted-yes (B)(6) 2012- results: total bilateral occlusion. Concurrent conditions included peritubal adhesions, vomiting, nausea and pelvic mass. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("severe headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("recurrent utis"), migraine ("migraines"), bacterial vulvovaginitis ("bacterial vaginal infx"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("ovarian cysts"), pelvic discomfort ("discomfort"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy and hydrothermal ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved, the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved and the migraine, abdominal pain lower and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Patient received treatment for events ¿ apareunia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received- new event apareunia were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section, adnexal mass and body mass index normal. Essure confirmation test(s) conducted-yes. (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions included peritubal adhesions, vomiting, nausea and pelvic mass. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("severe headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), migraine ("migraines"), bacterial vulvovaginitis ("bacterial vaginal infx"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("ovarian cysts"), pelvic discomfort ("discomfort"), abdominal pain lower ("lower abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine, abdominal pain lower, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, visual impairment, eye disorder, fatigue and vulvovaginal pain outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved and the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Discrepancy noted in date of insertion- (B)(6) 2012. Patient received treatment for events ¿ apareunia. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes, bladder or urinary problems or changes, nausea, perforation (fallopian tube(s)), vision/eye problems, fatigue, vaginal pain. Medical history were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pain/ chronic pelvic pain") and heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),") in a 27 year-old female patient who had essure inserted (lot no. 959215) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, adnexal mass, c-section and postpartum depression. Essure confirmation test(s) conducted-yes (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions were listed as pelvic mass, nausea, vomiting and peritubal adhesions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced headache ("severe headaches") and migraine ("migraines"). In (B)(6) 2012 she experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6) 2012 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In (B)(6) 2012 she experienced alopecia ("excessive hair loss"). On (B)(6) 2012 she experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012 she experienced thermohyperaesthesia ("dental problems: sensitive to cold"). In 2012 she experienced bacterial vulvovaginitis ("bacterial vaginal infx"). An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("reproductive system disorder or condtion type of disorder or condition :-cysts/ ovarian cysts"), pelvic discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and pain ("side of the body pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with essure removal (salpingectomy and hydrothermal ablation) on (B)(6) 2018. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved and the heavy menstrual bleeding, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The outcomes for fallopian tube perforation, migraine, abdominal pain lower, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, visual impairment, eye disorder, fatigue, vulvovaginal pain, thermohyperaesthesia, eczema, vulvovaginal mycotic infection, eye pain and pain were unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, ovarian cyst, pain, pelvic discomfort, pelvic pain, rash, thermohyperaesthesia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure administration. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 patient received treatment for events ¿ apareunia discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 128 lbs. Date(s) of insertion: (B)(6) 2012 as reported. Date(s) of removal: (B)(6) 2018 as reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.635 kg/sqm. [Hysterosalpingogram] in (B)(6) 2012: results: coils were properly placed [ultrasound scan vagina] on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pain/ chronic pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, c-section, adnexal mass and body mass index normal. Essure confirmation test(s) conducted-yes (B)(6) 2012-results: total bilateral occlusion. Concurrent conditions included peritubal adhesions, vomiting, nausea and pelvic mass. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("severe headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginal infx"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). In (B)(6) 2012, the patient experienced thermohyperaesthesia ("dental problems: sensitive to cold"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), rash ("excessive rashes"), ovarian cyst ("reproductive system disorder or condtion type of disorder or condition :-cysts/ ovarian cysts"), pelvic discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and pain ("side of the body pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hydrothermal ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine, abdominal pain lower, female sexual dysfunction, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, visual impairment, eye disorder, fatigue, vulvovaginal pain, thermohyperaesthesia, eczema, vulvovaginal mycotic infection, eye pain and pain outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, vaginal discharge and dysmenorrhoea had resolved and the menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, alopecia, dyspareunia, tooth disorder, rash, ovarian cyst and pelvic discomfort had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, eye pain, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic discomfort, pelvic pain, rash, thermohyperaesthesia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior undergoing the essure procdedure. Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. Patient received treatment for events ¿ apareunia. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Unable to confirm complaint. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-08771) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New event- dental problems: sensitive to cold, eczema, vaginal yeast infection, pain in eyes, side of the body pain were added. Reporter information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.